Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgery in which the system was not placed into surgery mode as recommended, the ipg could no longer communicate with external devices. In turn, the patient underwent surgical intervention to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.